Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. No trend data or iegms were available for analysis. The provided pictures were analyzed. An exposed conductor cable in two places distal to the yoke at the proximal part of the lead can be confirmed. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
This lead was capped due to insulation issues and decline in shock impedance. No adverse patient events were reported. Should additional information become available, this file will be updated.